Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The sample was received in used conditions without its original packaging. The samples were visually inspected, at a distance of 12? To 24? And normal conditions of illumination. It was observed a cut in the tube. No further functional testing was performed. The root cause could not be determined; however, the most probable root cause is that the product become damaged after it left the manufacturing facilities due to the product is 100% visual inspected. No corrective actions are required since there is no information to suggest that the product was damaged during manufacture. As a preventive action production personnel were notified by quality engineer on as awareness of the defect reported by the customer.

Event description:
It was reported that failure of disposable tubing occurred during infusion. There was no patient or clinician injury.